Manufacturer narrative:
H3, h6: the navio surgical system us, pn: ornpfs02000, sn: (B)(6), used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed. The screenshots confirmed the collection error: ¿the axis collected is not consistent with other landmarks. Press the right footpedal to try again¿ when collecting the intercondylar eminence ridge. The screenshots also found that the passing angle of the intercondylar eminence ridge was significantly oblique in relation to the medio-lateral line. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A contributing factor for the intercondylar eminence ridge collection error could be due to atypical tibia landmark points being taken, and therefore inconsistent with the intercondylar eminence ridge. It is possible that the knee center may have been taken too far laterally, or the posterior point was taken too far back, and not off of the actual bone. The tibia rotation in relation to the medial/lateral line was observed to be at a very oblique angle. This may be a result of the user having had to rotate the probe significantly in order to bypass the intercondylar eminence ridge collection being ¿not consistent with other landmarks.¿ despite this observation, the implant mapping, positioning of the implants, and implant tracking in the component m-l position adjustment screen appear acceptable. Refer to the navio user's manual when registering the patient to perform uka with the navio surgical system. The registration stage utilizes anatomy points collected by the surgeon and registered by the navio system including tibia landmarks. This situation is captured in the navio risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio ukr procedure, the surgeon received error after collecting the eminence ridge "not consistent with other landmarks". They recollected all registration points, but had to rotate significantly to bypass error. After cutting, they noted that the tibia rotation was off and had to readjust with a rasp and use a bigger poly (12 mm). This contributed to delay of greater than 30 minutes. No other complications were reported.

Event description:
It was reported that, during a navio ukr procedure, the surgeon received error after collecting the eminence ridge "not consistent with other landmarks". They recollected all registration points, but had to rotate significantly to bypass error. After cutting, they noted that the tibia rotation was off and had to readjust with a rasp. This contributed to delay of greater than 30 minutes. No other complications were reported.